Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of some black particles were blowing out from the device and the device made noisy occasionally during operation. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of some black particles were blowing out from the device and the device made noisy occasionally during operation. There was no report of patient harm or injury. The manufacturer previously incorrectly reported reporter country as hong kong and report source as foreign. In this follow up report reporter country is updated as united states and removed foreign in section g2. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.